Event description:
It was reported that the health care professional (hcp) requested review of 2 episodes for this patient with this implantable cardioverter defibrillator (ICD). First, the right ventricular (rv) lead faced pacing inhibition for more than two seconds due to noise oversensing, and the right atrial (ra) lead also detected noise and oversensing. Second, a non-sustained ventricular tachycardia was triggered by a premature ventricular contraction (pvc) that fell into the blanking period, leading to an extra ventricular pacing and subsequently initiating an arrhythmia. Technical services (ts) recommended reprogramming options and a possible lead revision may be required. No additional adverse effects on the patient were reported, and the system remains in service.